Event description:
During a (pta) percutaneous transluminal angioplasty of total occlusion of a superficial femoral artery, the frontrunner and the micro guide were advanced to the proximal cap of the lesion. A perforation of the vessel occurred. A balloon catheter was inserted, stabilizing the pt. The pt sustained no further injury.

Manufacturer narrative:
The intended procedure was an intervention of a chronic total occlusion (cto) in the superficial femoral artery (sfa). The physician advanced the frontrunner catheter (fr) with the micro guide catheter to the proximal cap of the lesion. While the system was being advanced, a perforation occurred. A balloon catheter was used to seal the perforation. The physician reported that he might have put too much curve on the fr tip. No add'l pt, lesion/vessel or procedural info was provided. The product was not returned for analysis. A definitive conclusion cannot be drawn between the device and the reported event; however, lesion characteristics, procedural factors and/or user handling may have been contributing factors.